Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from result obtained that morning at 7:47 am of 46 mg/dl fasting. Son does not know the customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 42 mg/dl using true metrix meter. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 05/23/2025 and open vial date is (B)(6) 2024 (day of call). The meter memory was not reviewed for previous test result history. Son stated that he will take customer to a clinic to get her blood glucose checked to confirm if her blood glucose is that low.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to clinic to have blood glucose tested due to the low blood glucose test results obtained using the true metrix meter. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer's son who reported that customer had been taken to a clinic to have her blood glucose tested. Customer's blood glucose test result when at the clinic had been 42 mg/dl fasting. The diagnosis was low blood glucose. Customer did not receive any medical treatment. Son stated that customer had been taking 36 units of insulin even when her blood glucose was low because that is what her doctor told her. Son stated that the clinic advised to only now use (B)(4) units. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 3: this complaint event took place outside of the united states (mexico).